Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed image guide coating peeling issue could not be determined, however, the issue was likely the result of repetitive use stress, external factors and or user handling/mishandling. The event may be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.2 endoscope preparation and inspection inspecting the endoscope body 1. Visually check that there are no scratches, chips, deformations, or other abnormalities on the exterior of the control panel. 2. Visually check that there are no bends, kinks, bulges, or other abnormalities in the soft part near the boundary between the bending part and the insertion part. 3. Check that there are no abnormalities on the appearance of the insertion tube, such as cracks, dents, bulges, edges, protruding metal wires from inside, protrusions, floating resin, or peeling. 4. Gently grip the insertion tube with your hand and slide it along its entire length, making sure there are no snags around the entire circumference. Also, check that the soft part is not abnormally hard. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a pinhole on the bending section cover, water tightness was lost. In addition to the coating of the image guide tube peeling off (1mm squared or more), the evaluation findings are as follows: the bending section cover had slack, the adhesive on the bending section cover had a chip, the connecting tube had a wrinkle, the control unit had a scratch, the scope cover had a scratch, the grip had a scratch, the angulation lever had a scratch, the "up/down" plate had a scratch and burr, the universal cord had a scratch, the video cable had a scratch, the light guide connector had a scratch, the video connector had a scratch, and the video connector case had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the visera tracheal intubation videoscope had a leak. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the coat of the image guide serpentine was peeled off (1mm squared or more).